Event description:
Medtronic received a report that the solitaire stent was stuck and broke/came loose when the inr tried to take it out. The stent was left. The patient did not experience any symptoms of complications, though it was reported that the patient experienced an injury after the procedure. The patient developed media stroke despite successful thrombectomy. The stroke was not where the solitaire broke. They developed partial anterior stroke in the case where the solitaire broke. Inr thought this had nothing to do with the stent failure. The patient had not recovered at the time of the report, and had remaining big lapse after their stroke. Inr said that can¿t be related to the stent complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the stent broke off from the pushwire; follow-up CT did not show that any pushwire segment remaining in the patient though the entire stent remained in the patient. The stent remains implanted from the occluded anterior cerebral artery distal end, in the a1 segment, and into the proximal end of the internal carotid artery. There is no plan for further intervention to remove the solitaire stent. The resistance was felt in retrieving the solitaire, not noted to be with the accessory device(s). There was no kink or damage on the catheter. There was no kink or other damage observed on the solitaire pushwire. The patient was noted to have severe damage because of the stroke.

Manufacturer narrative:
Additional information indicated that this event is a duplicate of manufacturer report #2029214-2021-01194. Any further updates will be submitted in that event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.